Event description:
Nurse called to report a hospitalization due to high blood glucose. The current blood glucose reading is 172 mg/dl. The blood glucose reading at the time of the event was 590 mg/dl. Diagnosed diabetic ketoacidosis. Paramedics were called due to high blood glucose. Customer has pneumonia. Hospital is treating with IV drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.